Event description:
The patient with this pacemaker experienced a syncopal episode. Sensor adjustments were made. Technical services (ts) was consulted and refered the patient to the physician for further follow-up. The device remains in service. No adverse patient effects were reported.